Manufacturer narrative:
After evaluation of the complaint information received it was confirmed that a tip shear occurred. The patient had additional surgery to remove the tip shear. To date, no additional information has been provided by the customer, therefore, d6b explanted date was left blank. The root cause was determined to be customer failure to follow instructions for use. The instructions for use for this device states: "the marker applicator may be sheared off resulting in a piece left behind in the patient. The probability of a tip shear may increase as a result of: · removing or rotating the marker applicator independently from the probe." And "remove the hydromark¿ applicator and the mammotome® revolve¿ biopsy probe together as a single unit from the site".

Event description:
According to the reporter, the event occurred after the procedure. When the probe is removed, the radiologist realized that the clip had been released, but a piece of plastic from the distal end of the probe has broken off. The procedure was completed with device. No patient consequences. Complaint reported to authority - ansm.